Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to investigate the iabp's battery issue. The fse had to replace the battery . The battery could not run for 135 minutes. The fse did a full calibration and the iabp passed all functional and safety tests as per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) batteries are not holding charge. No patient was involved during this event. The iabp was left charging over night and still shut off before the two hour mark on batteries. No adverse event was reported.